Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval valve was implanted (B)(6) 2018. The valve was explanted and replaced with a crowncna27. No other information was provided.

Manufacturer narrative:
Based on the information provided, the paravalvular leak was traced to the presence of a pledgeted suture that obscured the view of the patient's annulus and led to procedural error. The cause was traced to the used and no device problem is suspected. The event is not valve-related. Not available for return.

Event description:
A perceval pvs27 was implanted during a redo-avr on (B)(6) 2018. The re-do was performed due to svd and perivalvular leak of the previous biological valve. 4-6 weeks after perceval implant, the patient developed paravalvular leak, and a valve-in-valve was performed. The patient had trace paravalvular leak following the procedure. One month after the valve-in-valve the patient presented with shortness of breath and heart murmur. Tee confirmed the recurrence of pvl in the same spot as before. Reoperation was performed and the etiology of the paravalvular leak was traced to a pledgeted stitch from a previous operation at the right non-commissure. The stitch had created a fistulous tract that made the stitch appear to be on the annulus when, in fact, in was below the annulus. The stitch was removed and a new valve was implanted with concomitant aortic root replacement.